Event description:
It was reported that nine days post implant of two vascular stents, the pt presented to the hosp with pain. Fluoroscopy demonstrated the distal stent was fractured. A pta balloon catheter was used to open the fractured stent and four add'l stents were deployed within the distal fractured stent and the proximal stent. Final angiography demonstrated good blood flow through the stents. The pt was reported to be asymptomatic after the procedure.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.